Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported the set tidal volume was not getting delivered. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient.

Manufacturer narrative:
The manufacturer¿s international service technician replaced the blower assy & pcba bmc to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service the determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.